Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Additionally, it was reported that resistance was experienced during the fill process. Subsequently, a cartridge change error occurred during the load sequence. A cartridge change was performed resolving the issues. Customer's blood glucose level ranged between 88-89 mg/dl.